Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis could not be replicated nor confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition, cut and seal tests and engagement tests on 3 of 3 attempts. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no failures errors reported in the logs during testing. There is moderate amount of debris on the knife track. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product, or other factors not directly related to the device. The complaint was not confirmed by failure analysis. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: when adipose tissue was cut (sealing cutting), the issue occurred. The instrument issue did not involve delayed sealing (sealing completed but took longer than expected). The tissue was thin and errors occurred several times. Thick tissues and blood vessels had no problems, but errors occurred several times when cutting thin tissues. E200 was used during this case. Errors occurred more frequently when sealing thin tissue than when using e100, and suddenly the instrument could not be opened. The vessel sealer instrument was working (sealed successfully) during the procedure. Sealing and cutting worked normally about 10 times. Before the issue occurred, an error message (to regrip) which occurs when the tissue cannot be sealed properly occurred several times. The issue did not occur during sealing. The jaw was closed and cannot be opened no longer open. The target tissue is around the cord-like tissue (fatty part) on the left bladder side. It was unknow if the target tissue was under tension during the sealing/cutting process. The tissue was not exposed to any radiation or chemotherapy prior to the procedure. The jaws come into contact with a clip, suture, staple, or other metal objects when the reported issue was noted. The jaws were not immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. There was no unexpected bleeding experienced by the patient. The surgeon commented that error which regrasping the tissue occurred frequently, even though there had been no problems when using together with e-100 generator until now. There were no problems with thick tissue or blood vessels, so he is curious if the tissue thickness is affected the current issue. There were no photographic images of the device(s) or a video recording of the procedure available for isi review. Patient demographic information was requested, but the site was unwilling to provide the information due to the hospital¿s privacy policy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the vessel sealer extend instrument had several sealing errors. The instrument also could not be opened and the arm could not be moved. The user was completing the procedure as planned with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.